Event description:
It was reported that the patient presented in clinic for unrelated procedure. During procedure, the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that the right atrial lead dislodgement was determined due to a drastic drop in sensing, under-sensing, and sudden decrease in pacing impedance.